Manufacturer narrative:
It was reported, that the flexion lock allegedly broke fell out. No injury reported. The actual device was evaluated. And the customer complaint was confirmed.

Event description:
It was reported, that the flexion lock allegedly broke fell out. No injury reported.